Manufacturer narrative:
H10: manufacturing review: the lot number for the device was provided; therefore, a device history record was performed. A manufacturing review was also conducted and there was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for the lot number to date. Investigation summary: one arterial catheter and one venous catheter were received and evaluated. A tissue cutting test was performed with the sample device on porcine carotid artery; the device was able to cut the tissue. The tissue cut was measured and found to be approximately 0.4cm. Therefore, the investigation results are unconfirmed as the device performed as expected under functional testing. Based on the available information a definite root cause could not be determined. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the arteriovenous fistula (avf) creation procedure through the left medial brachial vein and left brachial artery access, the electrode allegedly was unable to cut the tissue. Therefore, the catheters were removed from the patient without incident, and a new catheter set was used to create the patient's fistula in the left medial ulnar vein and left common ulnar artery. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during the arteriovenous fistula (avf) creation procedure through the left medial brachial vein and left brachial artery access, the electrode allegedly was unable to cut the tissue. Therefore, the catheters were removed from the patient without incident, and a new catheter set was used to create the patient's fistula in the left medial ulnar vein and left common ulnar artery. There was no reported patient injury.